Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power supply test failed during self-test alarm. The customer¿s blood glucose level was 287 mg/dl. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. Customer was assisted with performing displacement test and the test result was yes. Customer was also assisted with self test and the test was failed. Troubleshooting was performed. Customer was advised the insulin pump requires replacement, to discontinue use of the insulin pump and to revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, and active current measurement, however the insulin pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation, power error 75 during self test, and power error 25 alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the insulin pump was monitored and is functioned properly.